Event description:
A review of service data detected a reportable event. During servicing battery pack (B)(4) was found to have defective cells. The last pt use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. Upon eval, the battery was found to have defective cells. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective electrode belt.